Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 05/03/2016. Device returned to manufacturer - yes. Device evaluation: the baerveldt shunt was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the tube is broken. The product was prepared for use. The customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. If implanted; give date: na/(not applicable). No patient involvement. If explanted; give date: na/not applicable. No patient involvement. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a baerveldt shunt had a clogged tube. There was no patient contact with the device. No further information was provided.